Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a blood collection set. The customer reports upon removal of the butterfly from the pt's arm, the needle separated from the butterfly and was left in pt. The needle was removed from the pt and no further treatment was necessary.

Manufacturer narrative:
(B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.